Manufacturer narrative:
The following information has been updated with corrected and/or additional information: d.9. Device available for eval? Yes. D.9. Returned to manufacturer on: 22-mar-2024. H.6. Investigation summary: bd received 2 photographs and 192 samples from the customer for investigation. Evaluation of the photos and returned samples indicated incorrect label information. In addition, 200 retention samples were visually inspected, and all tubes had incorrect label information. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for incorrect label information. Bd has initiated further root cause investigation relating to the issue of incorrect label information through corrective and preventive actions. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported prior to using the bd vacutainer® nh 68 i.u. Plus blood collection tubes the user noted that the tube label information was incorrect. Two hundred (200) tubes were labeled with lithium heparin instead of sodium heparin. No health impact or consequence reported.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported prior to using the bd vacutainer® nh 68 i.u. Plus blood collection tubes the user noted that the tube label information was incorrect. Two hundred (200) tubes were labeled with lithium heparin instead of sodium heparin. No health impact or consequence reported.